Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; 694765 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during an office visit, the cardiac rhythm was atrial flutter, but the device was not recognizing the rhythm and was not mode switching. The atrial sensitivity was increased and then sensing was appropriate. The device remains in use. No patient complications have been reported as a result of this event.